Event description:
Customer reported being hospitalized due to high blood glucose levels and dka, blood glucose level of 800. Customer has recently lost 120 pounds, been ill, and under a lot of stress. Troubleshooting was performed and pump appeared to be functioning properly.